Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and placed. After a few minutes, the clip was only attached to the posterior leaflet (slda). An additional clip was implanted to stabilize the first clip and two other clips were implanted to reduce the mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) the device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.